Event description:
As reported I have an IV line set which constantly set the air in line alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was visual inspected, revealing no defects. The sample was attached to the pump to assess compatibility. The tubing did not require stretching, and there was no interference between the tubing couplers and the pump housing. To replicate the reported air-in-line alarm defect, the sample was tested by running therapy with varying flow rates. No alarms were triggered during this process. The outer diameter of the pump segment tubing was measured at 0.152 inches, which is within the specified range of 0.152-0.154 inches. Based on the evaluation results, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.